Event description:
According to the reporter: the end of the guide tube of the instrument shows fragments. The staff is unsure if all parts were removed from the pt's cavity.

Manufacturer narrative:
(B)(4).